Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11e. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery tube and battery tube cap found on nov 23, 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Pump not received with original battery cap. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), battery tube threads - cracked, keypad overlay texture damage. Cosmetic damage was confirmed at battery tube threads - cracked. Battery cap damaged unknown.